Event description:
Rptr noted two surgeons have had three cases of endophthalmitis in three months: november, january and february. All cases reported within 24 hours after surgery on post-op visits. Pts reportedly recovering well. This pt cultured staph "epi".